Event description:
Health care professional reports 1 cracked venous header noted during reprocessing procedure. Dialzyer was reused 39 times. Health care professional reports no patient injury or medical intervention required.